Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the fill port of a large volume infusor after filling with solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This report is a duplicate report of MFR# 1416980-2017-08251. All information will be housed in that record. Should additional relevant information become available, a supplemental report will be submitted.